Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. Visual inspection revealed damage to the trilumen insulation. Detailed analysis revealed that there was webbing damage to all 3 lumens, which appeared to have been initiated by a localized compressive stress on the lead body. Due to the location and type of the damage, it was likely caused by entrapment in the clavicle/first-rib region. The damage, however, did not cause any fracture in the conductors. The allegation was confirmed.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement. The system was explanted. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that, prior to system explant, the patient experienced palpitations. When hooked to a monitor, intermittent loss of capture (loc) was noted with suspected oversensing. The patient is pacer dependent. Lead measurements were good and stable during the most recent check. No noise, oversensing, or loc was able to be reproduced with pocket manipulation and isometrics. An x-ray showed the rv lead was under the clavicle and a clavicular crush was suspected. Additional information indicated the cause of the observation was not conclusively identified. No asystole was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.